Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. Lens was inserted and then removed during the same procedure. After the physician took a (ora) ocular response analyzer reading, the physician decided implant a different power and the lens was removed. The patient did not have any adverse events. No patient injury. The lens was discarded by the facility. The lens was exchanged for a 17.0 se/3.5 (different cylinder size), physician's preference.

Manufacturer narrative:
Concomitant medical products: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history and work order search, it was determined that the root cause was not lens related. It was physician preference to use a different size. (B)(4). Lens was discarded by the facility.